Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated with in-house testing of retained devices of lot number t13667n. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. The lot performed within specification. Manufacturing batch records for lot t13667n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
Event occurred in the USA. Cardiac results: tni= <0.05 ng/ml; cutoff: 0.05 ng/ml. Vitros 5600 results: tni = 0.121 ng/ml; cutoff: >.12 ng/ml. Triage tni, discrepant low, x1, triage reporting normal, vitros 5600. Triage cut-off >0.40 ng/ml, wb-edta sample reported <0.05 ng/ml (normal). Vitros 5600 cut-off >0.12 ng/ml, wb-heparin sample reported 0.121 ng/ml (borderline critical). Doctor diagnosed the patient as having myocardial infarction (customer stated the patient was ok because he was treated based on the vitros result).

Manufacturer narrative:
The customer's complaint was not replicated with in-house testing of retained devices of lot number t13667n. Retains of the complaint lot were tested with a positive calibrator, no issues with tni recovery were observed. The lot performed within specification. Manufacturing batch records for lot t13667n were reviewed and found that the lot met final release specifications; however, the lot is associated with an ongoing recall related to the potential for negatively biased troponin results on triage cardiac panel.